Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unspecified transmitter issue occurred. The product was evaluated. An external visual inspection was performed and failed. A voltage test was performed and failed. A bluetooth pairing test was performed and failed. A review of the share logs was performed and there was no data within the investigation window. A review of the bin file was performed and transmitter failed error was found within the investigation window. The allegation was confirmed. The probable cause was determined to be a defective transmitter. No injury or medical intervention was reported.